Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02915. It was reported the patient cannot feel stimulation on the left side. System diagnostics revealed high impedance values on multiple lead contacts. Reprogramming was able to provide effective bilateral coverage, however, the issue remains unresolved. As such, the patient will undergo surgical intervention as the next corse of action.

Event description:
Device 1 of 2. Reference MFR. Repot#: 3006705815-2018-02915. It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the patient had 1 lead explanted and replaced. Stimulation therapy was reportedly restored postoperatively. It is unknown which lead was explanted, therefore both leads are being reported.